Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a replace sensor prompt occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.